Event description:
While patient in bed, right wheel bracket at foot of bed broke at the frame causing the bed to tilt to the right. There was no harm to the patient. Bed was removed from service and replaced. Vendor was contacted and will be coming to hospital to evaluate the broken bed. Manufacturer representative also aware and will be coming to evaluate the bed.